Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a pipeline device that failed to open in the mid-section. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm located in the right internal carotid artery in the c6 segment with a max diameter of 4mm and a 4mm neck diameter. It was noted the patient's vessel tortuosity was severe. The landing zone (artery size) of 2.8mm distal and 4.1mm proximal. The angiographic result post procedure was reduced blood flow within the aneurysm. It was reported that after the fg15150-0615-1s microcatheter was positioned, a ped-400-16 stent was delivered to the target site. During withdrawal of the microcatheter tip end to deploy the stent, the distal end of the stent opened smoothly, but the mid-segment failed to open at the curved portion. Despite repeated adjustments of tension and attempt to retrieve and redeploy, the stent could not be opened. The stent was removed together with the microcatheter, and the operator replaced them with another microcatheter and another stent, successfully completing the procedure. The middle of the pipeline was positioned in a bend and more than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices that were not mentioned that were required to open the pipeline. The pipeline resheathed and was removed from patient with the microcatheter. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The pipeline was not used for any indication that is not approved (off-label).